Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was initially reported by a physician to a sales representative via a dermik medical advisor and forwarded by our local affiliate (B)(4). Initial, and follow-up info reported by the consumer, received on (B)(6) 2009 respectively were processed together. This case involves a (B)(6) female pt who received poly-l-lactic acid therapy (sculptra) sometime in (B)(6) 2008. In all sessions, the solvent was water (nos) + lidocaine (total volume = 6 ml) relevant medical history included rectal carcinoma which resolved two years ago, and other esthetic treatment including hyaluronic acid on the commissure of lips, and botulinum toxin type a (botox) on her forehead in 2008. Sometime in (B)(6) 2008, the pt detected nodules all over her face that seemed to be joining together and becoming like "plaques" on her cheek bone area. The pt stated that these nodules were becoming more visible as time went on. Corrective treatment was to include corticoid therapy, which had not yet been initiated at the time of this report. The pt reported that she had not had any previous similar events after treatment with other products, and no histology or other laboratory tests were performed. At the time of this report, the event remains ongoing. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Physician's causality assessment: possible. Addendum for follow-up info received on (B)(6) 2009 respectively were processed together: after a second corticoid treatment (nos), the event seemed to improve, but at the time of reporting and according to the physician (who is also the pt), the nodules have worsened. Addendum for follow-up info received on (B)(6) 2009: the physician reported that corrective treatment included 2 corticoid series for one week, each one with prednisone (dacortin) was administered. The physician also gave "dry injections" into the nodules. The event is ongoing without improvement. This case is associated to case (B)(6) by reporter. Addendum for follow-up info received on (B)(6) 2009: the physician reported via a sales representative that the pt has still not recovered. This case is also associated to case (B)(6) by reporter.